Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl+ failed opcheck for an unspecified issue. There was no patient involvement.